Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, however the touch panel, stylus pen and main processing unit (mpu) circuit board was replaced. It was noted that the system fan was noisy.

Event description:
It was reported that the touch screen on the programmer does not always respond. In addition, the programmer cannot print to an outside printer (brother printer). The programmer was returned for repair and test/calibration. No patient complications have been reported as a result of this event.